Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Arjo received a customer complaint where it was indicated that a disposable clip sling (flite) ripped while transferring the patient from a bed to a wheelchair. The patient fell from the device as a consequence and was brought to the emergency room. No injuries were reported.

Manufacturer narrative:
Arjo received a customer complaint where it was indicated that a disposable clip sling (standard clip flite) ripped during transfer with a patient from a bed to a wheelchair. The patient fell from the device as a consequence. No injuries were reported. Arjo representative visited the customer facility after the event to perform an interview and device inspection. The technician found that the flite fabric was torn around the shoulder strap. Photographic evidence provided has shown that the flite¿s label was unreadable. This would suggest that the flite was washed. Information provided by the customer, who stated that they washed the flite, confirmed the above assumption. According to product instruction for use (IFU) ¿standard clip flites are disposable products and cannot be washed¿; ¿the flites are to be used for a limited period only, and, by the nature of their design, must be treated as a disposable and patient/resident specific product¿. In cleaning and disinfection section, IFU warns and instructs: ¿to avoid injury, never wash a flites. A flites is only intended for ¿single patient use¿. ¿the flites is for single patient use. Do not clean, wash, disinfect, wipe or sterilize the flites. If the flites has been subjected to any such treatment, it shall be discarded.¿ the flites is marked with the ¿do not wash¿ symbol. It is unknown how long the flite was used and how often it was washed. Based on the collected data, it can be stated that if flite was used and washed for a prolonged time, a nonwoven could weaken and deteriorate. The expected service life time for flites is 2 weeks. Product IFU states that before use the flites shall be check to make sure that the sling does not show signs of fraying, tearing or other damage. If any such damage is observed, the sling should not be used. After the event the arjo representative performed an additional training for the involved staff regarding operation of the device and sling knowledge. To sum up, arjo floor lift and disposable sling (standard clip flite) were used for a patient transfer. There were no abnormalities found with the lift but the flite ripped and from that perspective did not meet the manufacturers¿ specification. The complaint decided to be reportable to the competent authorities due to the patients' fall reported which could result in a serious injury occurrence.